Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. Supplemental report submitted to include the additional information received through follow-up and the completion of the engineering evaluation. Additional information was received that the valve alignment was performed after exiting the gore sheath without any difficulty. The valve did not expand at all. It seemed that the balloon had ruptured during all the maneuvering to get it past the last stent. The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of tracking difficulty, balloon leak, and withdraw difficulty were unable to be confirmed as no applicable imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history was unable to be performed as the wo information was unavailable. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''patient has multiple tevar (thoracic endovascular aortic repair) grafts and covered stents throughout his aorta due to history of dissection. The first valve 29mm sapien 3 valve got hung up on tevar graft and physician was unable to advance or remove the valve. The decision was made to deploy valve in thoracic aorta. The esheath+ was exchanged for a 22 gore non-edwards sheath. The second 29mm sapien 3 valve made it over the arch and could not pass through the last covered stent. The decision was made to pull back into the descending aorta and deploy valve. Upon attempt to deploy, it was discovered that the balloon had ruptured. Many attempts to remove and/or deploy valve failed. The delivery system was cut outside of the sheath and as they did this, the system released and separated inside the patient. The entire delivery system was removed and the undeployed valve and balloon were left in aorta.'' For the complaint of tracking difficulty, it was reported that the patient has multiple tevar grafts and covered stents throughout the aorta. 3mensio confirmed the presence of stents and revealed the presence of tortuous aorta. In this case, patient factors (i.e. Tortuosity and pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. As such, available information suggests that patient factors (tortuosity and pre-existing vascular stent) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventive action is required. For the complaint of balloon leak, based on additional follow-up, it was noted that the balloon did not expand at all and it was possibly ruptured during the maneuvering to get it past the last stent. In this case, the balloon did not expand at all, indicating the presence of a fluid leakage pathway. It is possible that the non-coaxial advancement of the system through the pre-existing vascular stent and tortuous aorta may have caused the valve apices to contact and damage the exposed portion of the balloon, compromising the balloon's fluid pathway, resulting in inability to deploy the balloon. However, without further information on the balloon failure or device returned for evaluation, a definite root cause cannot be determined at this time. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventive action is required. For the complaint of withdraw difficulty, in this case, the crimped thv has a larger diameter once it's aligned onto the delivery system balloon. Therefore, it's possible that the larger profile may lead to increased interaction with the sheath tip, potentially causing additional resistance during withdrawal. Additionally, non-coaxial withdrawal of the delivery system due to tortuosity may cause the system to interact with the sheath, resulting in difficulty withdrawing. As such, available information suggests that procedural factors (altered balloon profile, non-coaxial withdrawal) may have contributed to the complaint event and subsequently the valve being deployed in the aorta. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventive action is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral valve in valve tavr in a previously implanted 29mm non-edwards valve. As reported, the patient has multiple tevar (thoracic endovascular aortic repair) grafts and covered stents throughout his aorta due to history of dissection. The first valve 29mm sapien 3 valve got hung up on tevar graft and physician was unable to advance or remove the valve. The decision was made to deploy valve in thoracic aorta. The esheath+ was exchanged for a 22 gore non-edwards sheath. The second 29mm sapien 3 valve made it over the arch and could not pass through the last covered stent. The decision was made to pull back into the descending aorta and deploy valve. Upon attempt to deploy, it was discovered that the balloon had ruptured. Many attempts to remove and/or deploy valve failed. The delivery system was cut outside of the sheath and as they did this, the system released and separated inside the patient. The entire delivery system was removed and the undeployed valve and balloon were left in aorta. After the valve released and couldn't be retrieved, the decision was made to deploy the stents and just press everything against the aortic wall. Patient was stable and admitted. The patient was admitted 11 days later and a transapical procedure was successfully completed.